Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 37 mg/dl. Contact administered a glucagon injection and provided food for the customer. Customer stopped insulin delivery. Emergency medical technicians were called and medication was administered. Customer was transported to the emergency room and additional medication was administered to elevate bg. Customer stopped breathing and was intubated. Customer was admitted to the hospital and intravenous glucose was administered. Bg improved to 155 mg/dl and customer was discharged on (B)(6) 2018 with no permanent damage. Customer did not know cause of low bg. Customer reverted to using long acting insulin injections and the pump was used for bolus delivery.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: lowest blood glucose (bg) entered in the pump by the user on (B)(6) 2018 was 79 mg/dl. The user began the load sequence on (B)(6) 2018. The user completed the ¿tubing filled¿ step twice priming 30.19 units through the tubing both times however, the user never completed the ¿canula fill¿ step. User made bolus requests while still having insulin on board (iob). Complaint could not be confirmed. Making bolus requests and still having insulin on board could lead to a low bg event. If user did not disconnect during ¿tubing fill¿ process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the insulin pump experienced a malfunction or failure.